Event description:
The customer reported that five discordant tacrolimus results were generated by the dimension xpand with hm integrated chemistry system. The results were reported and the nephrologists questioned the results. The samples were repeated and the correct results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tacrolimus results.

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site and analyzed the instrument data. It was determined that the cause of the discordant tacrolimus results is unknown. The fse performed a preventive maintenance (pm) of the instrument. The customer declined further service as all other assays were performing as expected. The instrument is performing within specifications and no further evaluation of the device is required.